Event description:
During an emergency heart catheterization procedure, the mennen hemodynamic monitor showed normal sinus rhythm with elevated st segments, but the patient was unresponsive. The monitor image was frozen. Staff defibrillated the patient twice, completed the cardiac catheterization using the crash cart monitor and a free standing blood pressure machine. Two stents were placed in the right coronary artery. Mennen system failed to work during the entire case. The system was turned off and on without results. At completion of the procedure, the patient was awake, alert and free of chest pain. Mennen service representative was onsite on the day of occurrence. Examined the monitor and identified the problem as a connectivity issue. The cord had been stretched and pulled loose from the monitor. The monitor has no alarms to alert the operator that the monitor has quit functioning. To prevent recurrence, the cables have been tied to the monitor table. Mennen is working on creating an error message when the monitor is disconnected.